Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical devices: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, 1510309; 00770302000, z.s.g.m. Cutter 2:1 ratio, 1309067; 00770303000, z.s.g.m. Cutter 3:1 ratio, 1510063; 00770304000, z.s.g.m. Cutter 4:1 ratio, 1507102. Review of the most recent repair record determined the handle was jammed and gear needed replacement and the cutters were found loose inside the sterilization case, which should not be done. The cutters cannot be sharpened. Pre-test could not be performed as comb found to be out of shape. The ratchet gear was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a missing ball on the handle latch and cutters needed to be sharpened. During the investigation, it was discovered that the comb was out of shape. No adverse events were reported as a result of this malfunction.